Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) was 744 mg/dl. Reportedly, customer was taken to the emergency room and subsequently admitted to the hospital due to high bg. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Treatment resolved the issue and there was no permanent damage occurred. Customer had not been released from the hospital and could not provide a release date. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.